Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved and that the replacement products resolved the initial concern, able to establish contact with customer who stated she was no longer experiencing symptoms and no adverse event had occurred. Customer stated the replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 211, 152 and 119 mg/dl. The customer¿s expected fasting blood glucose test result is 96 mg/dl and expected 2 hours post meal fasting blood glucose test result is 110 mg/dl. At the time of the call the customer reported feeling dizzy, medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 77 mg/dl and 71 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/16/2021 and open vial date is 01/2021. The meter memory was reviewed for previous test result history (customer was only concerned with the high results). (B)(4).

Manufacturer narrative:
Sections with additional information as of 19-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.